Manufacturer narrative:
Following the burn-in test, thermogard xp ivtm system passed functional testing, and the reported tcmid:06 error message was not reproduced. Therefore, the root cause of the reported complaint was determined to be the defective pic-16 and I/o pcb circuit boards due to defective components. After the burn-in test was completed, prior to prepping the system to be shipped to the customer, the thermogard system was further tested to verify the functionality of the device. When the coolant (propylene glycol) was drained, the system displayed a mid:09 instead of a "coolant level low" error, indicating that the coolant sensor block was not functioning as expected. The defective coolant sensor block was replaced to address the issue. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for thermogard console with serial number s/n (B)(6).

Manufacturer narrative:
A preliminary investigation was performed at zoll (B)(6) service depot. The reported complaint that "the thermogard xp ivtm system (s/n (B)(4)) displayed a tcmid:06 (ce post failure) error message" was confirmed based on the review of the event logs but was not confirmed during functional testing. The reported error message was not replicated during testing, and the thermogard ivtm system functioned as intended. During visual inspection of the thermogard console, no physical damage was observed. During the review of the event logs, multiple tcmid:06 error messages were noted around the customer's reported event date; thus, confirming the reported complaint. The thermogard xp ivtm system passed functional testing with no issues, and the customer's reported complaint was not reproduced. During troubleshooting for the root cause of the intermittent occurrences of the tcmid:06 error messages, the pic-16 and I/o pcb circuit boards were replaced. The zoll service personnel suspected that these circuit boards may have had some intermittent technical problems that could not be directly identified during the functional testing and may have caused the console to intermittently display the tcmid:06 error messages. After replacing the pic-16 and I/o pcb circuit boards, the thermogard console has gone under a burn-in test. A follow-up report will be submitted when device evaluation and service have been completed by zoll (B)(6).

Event description:
During device check, the thermogard xp ivtm system (s/n (B)(4)) displayed tcmid:06 (ce post failure) error message. No patient involvement.